Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. No disposable, high pressure, pump turned off, power down and pump turned on alarm messages were found during error history log review. Unable to repeat customer's reported problem in that the device "continuously beeping without battery" issue during the investigation. Actions/repairs were done to correct the reported issue: downstream occlusion sensor was replaced.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump was continuously beeping without battery. No adverse patient effects were reported.